Event description:
It was reported that while implanting the vlift cage, the surgeon went to back out the grub screw as per the operation technique. While doing this, the grub screw broke in half.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; labeling review. Results: the returned set screw of a vlift cage dia. 22 x 32 mm was confirmed to to be broken via visual inspection. The surgical technique states ¿the set screw should not be backed out more than two full turns and needs to be rotated clockwise. Not following these directions may put stress on the screw that will compromise its integrity.¿ the sales rep could not confirm that the surgeon followed these instructions and there is deformation to the remaining portion of the screw head that indicates a significant force was applied to the screw. Conclusion: in past cases of set screw breakage, the cited cause of failure was excessive force. It is likely the excessive torque (a user error) led to the set screw breakage.

Event description:
It was reported that while implanting the vlift cage, the surgeon went to back out the grub screw as per the operation technique. While doing this, the grub screw broke in half.